Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. There was no specific deficiency alleged. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens; - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; - detachment of components; - perforation or other acute or chronic damage of the ivc wall; - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels; - deep vein thrombosis; - caval thrombosis/occlusion; - extravasation of contrast material at time of venacavogram; - air embolism; - hematoma or nerve injury at the puncture site or subsequent retrieval site; - hemorrhage; - restriction of blood flow; - occlusion of small vessels; - distal embolization; - infection; - intimal tear; - stenosis at implant site; - failure of filter expansion/incomplete expansion; - insertion site thrombosis; - filter malposition; - vessel injury; - arteriovenous fistula; - back or abdominal pain; - filter tilt; - hemothorax; - organ injury; - phlegmasia cerulea dolens; - pneumothorax; - postphlebitic syndrome; - stroke; - thrombophlebitis; - venous ulceration; - blood loss; - guidewire entrapment; - pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
Investigation summary: the device was not returned for evaluation. Images were not provided. Medical record was provided and reviewed. Approximately one month post filter deployment, CT revealed ivc filter tilted with one prong extending outside the wall posterior to the aorta. As per medical record the patient expired. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc. Based upon the available information, the definitive root cause is unknown.at this time, it is unknown the relationship between the filter and the reported death. Labeling review: the current instructions for use states: potential complications: possible complications include, but are not limited to, the following: ¿ movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. ¿ filter tilt ¿ perforation or other acute or chronic damage of the ivc wall. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later post filter deployment, a computed tomography of the abdomen and pelvis with contrast was performed it revealed an infra renal inferior vena cava filter was in place and it tilted anterolaterally with one prong extending outside of the wall posterior to the aorta. After one week, a pet/CT scan was performed it revealed an inferior vena cava filter in place. The death certificate was received, indicating that the patient was expired and the reason for death was superior vena cava syndrome, pulmonary embolism and non-small cell lung cancer. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 06/2017), g3, h6 (patient, conclusion). H11: b2, b3,d1, d4, g1, h6(method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.